Event description:
Patient was revised to address dislocation and cup loosening. Disassociation of the cup from the liner occurred during relocation.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against product codes 122136154 and 121703054, lot codes 230630 and 237414 since their release for distribution. A complaint database search found one other reported incident against product code 136551000 lot code 3457276; however, review of this device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.